Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: if available, please provide the lot number of the device. No further information is available. What were the indications for surgery? A semi-open low anterior resection. Was the device difficult to close? No. Was the device difficult to fire? No. Was a complete transection of the cutting washer visually confirmed during the initial surgical procedure? No further information is available. Were the donuts inspected? If so, please describe. No further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No, the surgeon checked the staple line with the endoscope. What was done during the reoperation? There was a partial leak on the right of anastomosis and the surgeon stitched it. Can the surgical video be provided? No. What is the current status of the patient? The patient is hospitalized and getting well. No further information will be provided.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If available, please provide the lot number of the device. What were the indications for surgery? Was the device difficult to close? Was the device difficult to fire? Was a complete transection of the cutting washer visually confirmed during the initial surgical procedure? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What was done during the reoperation? Can the surgical video be provided? What is the current status of the patient?

Event description:
It was reported that during a laparoscopic low anterior resection, leakage occurred when the device was removed from the patient after the firing. The device was used on the rectum. A breaking sound was heard at the firing. After 10 seconds passed, the adjusting knob was rotated by a half rotation to remove the device. But, there had a difficulty in removing, so that the knob was rotated slowly from left to right several times. After that, the surgeon removed the device forcibly from the patient. Additional suture was performed to complete the case. The patient is monitored. Additional information was provided that cdh25a in complaint was used after another device loading gst60b was used during the initial procedure. The devices were used on the rectum. The gap setting scale marked between 1.5mm and 2.0mm. A breaking sound was heard at the firing. After 10 seconds passed, the adjusting knob was rotated by a half rotation to remove the device. But, there had a difficulty in removing. Then, the knob was rotated by a quarter rotation, it rotated slowly from left to right several times, and it also rotated up and down/ back and forth slowly several times. After that, the surgeon removed the device forcibly from the patient with pulling the device to near the anus. The donuts were created properly. The target tissue was not thick, solid, and weak. No problem was observed laparoscopically, and the initial procedure was completed. Within 24 hours after that, leakage occurred, so that a re-operation was performed. Leakage occurred from one spot of the right side of the target tissue. It was unknown if the leak site was the staple line across another one. The re-operation was performed in the morning of 27th mar. The initial procedure was performed laparoscopically, but the re-operation was converted to open procedure. The surgeon checked the operation video. It could not be identified the reason of the leakage. There was no point of concern other than the difficulty in removing the device from the patient. The patient is a male in his forties. He is medium built, and he had no medical history. There were no complications. The patient is still hospitalized but no additional treatment was planned since he is getting well. The hospitalization was prolonged for 3 weeks and monitored.